Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the blue plastic purge disc holder had broken and was falling off. There were purge pressure low alarms. There was no patient involvement at the time to the noted issue.

Manufacturer narrative:
The investigation into the automated impella controller purge disc/flag issues has been completed. Data analysis: the imc log shows that console (B)(6) received the purge pressure low ¿ alarm, on the complaint date, which indicates the defective purge blue retainer and flag. Device analysis: the console was tested after arriving in field service. Upon visual inspection, the purge blue retainer was not flush with the console, and the flag was dislodged, which confirmed the reported failure mode ¿ the purge retainer was not flushed with the aic and dislodged disc detect flag. The root cause for the purge pressure low¿alarm was because of the misaligned blue retainer, and the dislodged disc detect purge flag. The cause of the issue was a defective component.